Manufacturer narrative:
The device was not returned to the manufacturer. The exact cause of the reported event cannot be determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that during a transurethral resection of a bladder tumor, the cautery cable was not working properly and a glow and spark were observed on the cable at the working element side. The user facility reported that the working element worked fine when the cable was replaced. No other devices were replaced. The intended procedure was completed and there was no was no patient/user injury reported.

Manufacturer narrative:
The lot# 540390 was returned for evaluation; the lot number is different than the initial report. A visual inspection was performed on the received condition and noted the grey cable was completely broken off/detached from the connector plug side just below the protective boot cover. There was white colored stain between the two breakage points. A functional test of the hf cable due to the damaged condition. The device was manufacturer in october 2015. Based on the device evaluation and similar reported events, the potential cause can be attributed to stress overload by application of external bending and/or tensile forces by the user in combination with exceeded service life. The instruction manual (IFU)provides the following warning statements: restricted service life. - do not use the hf cable after one year of use. Inspect the cable. - visually inspect the cable and the plugs for irregularities on the surface. Damaged cable.- do not use a cable with brittle or defective insulation. Replace the cable. The (IFU) also states, to mitigate the risk of damaging the cable, in order to plug or unplug the cable. Always pull at the plug. Never pull at the cable.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. The cable popped suddenly and broke off with a spark. The location of the spark was off the cord between patient¿s legs above drapes. Electrosurgical machine was functioning after this procedure. No error messages were observed. The procedure was prolonged by 10 minutes to get a new cautery cord. The intended procedure was completed with a replacement cautery cord. Extra time under anesthesia would be only thing nurses would note. No injury to skin found by nurses or surgeon. No unexpected patient bleeding observed. It is unknown that the hf cable inspected prior to the procedure. It is unknown the age of cautery cords.